Event description:
Catheter had been in for about a week, leak was noted at the exit site under the dressing during a flush. After about a week, the catheter became difficult to flush, then the leak would appear.